Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after the customer fell off the bike which caused the pump to fall on the floor. During troubleshooting with tandem technical support, the alarm was cleared. Additionally, the patient line separated from the cartridge due to the pump falling. A new cartridge was loaded onto the pump resolving the issue. Customer's blood glucose level was 140 mg/dl.